Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2012. Subsequently, patient underwent a right revision on (B)(6) 2012 due to an infection. Patient had an irrigation and debridement and had all new products implanted. Patient was revised again on (B)(6) 2013 due to periprosthetic infection. Patient was implanted with an all poly cup, new head, and a spacer mold stem. A re-implantation procedure took place on (B)(6) 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 8 of 8 mdrs filed for the same patient (reference 1825034-2015-00963 & 00964 & 00965 & 00966 & 00967 & 00968 & 00969 & 00970).